Manufacturer narrative:
This patient received left tmj implants in (B)(6) 1998, and already had right tmj implants from another manufacturer. She developed chronic inflammation around both joints and a CT scan showed that the patient had heterotopic bone formation in both joints. Both sides were found to be well-fixated and were removed. The surgeon is planning on placing revision components at a later date.

Event description:
The patient's left tmj devices were removed due to heterotopic bone growth.